Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was delivering abnormal energy amounts. This issue may prevent the device from providing adequate defibrillation therapy. The was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's energy delivery pcba and energy storage capacitor to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.